Manufacturer narrative:
Manufacturers ref# (B)(4). Device is unknown but referred to as a unknown cook filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the inferior vena cava filter in this patient is malpositioned and protrudes through the wall of the ivc into the peritoneal cavity. Presence of a malpositioned inferior vena cava filter measuring 5.0 x2.5 x3.0 cm. Approximately half of the filter is embedded in the right side wall of the ivc. Thus, the filter migrated to the right. Only a single strut is embedded in the left side of the wall of the ivc and multiple struts are in fact not embedded at all in the wall and are simply floating free. The filter is not aligned with the vertical ais and it is in fact approximately 30 degrees off the vertical axis in a counterclock rotation. Presence of the "pointed end" extending through the wall of the ivc into the peritoneal cavity on the right side of the ivc. To be noted the patient experienced stomach pains sometime after the placement of the inferior vena cava filter 10 years prior to her demise. Patient outcome: the patient experienced stomach pains sometime after the placement of the inferior vena cava filter 10 years prior to her demise.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: patient died approx. 10 years after placement of an unknown ivc filter and according to the autopsy report the filter was malpositioned, had migrated, and had perforated into the peritoneal cavity. Sometime after the filter placement the patient complained of stomach pains, which were reportedly told to be from the filter. Provided was only an autopsy report of a patient who had an unknown ivc filter placed approximately ten years prior to her death. The cause of death was severe atherosclerotic coronary artery disease of the left anterior descending artery. There was no suggestion that the filter itself contributed to her death in any way. An incidental finding of the autopsy was that the filter had tilted significantly and that the hooked end of the filter had penetrated the right side of the inferior vena cava wall and extended into the peritoneal cavity, with no mention of it extending into adjacent organs. The autopsy report notes that the patient had a history of ¿stomach pains¿ in the ten years between filter placement and death, and questions whether or not the penetrated filter tip may have been the cause of those pains. However, the cause of pain/filter perforation cannot be determined based on the information provided with the autopsy report only. The cause of filter perforation is indeterminate. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.